Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was a 85% restenosed promus stent placed in the mildly calcified and mildly tortuous proximal right coronary artery (prox rca) in (B)(6) 2011. The lesion was pre-dilated with a 2.5 x 20 mm emerge balloon catheter at 16 atms and a 3.0 x 15 mm nc quantum apex balloon catheter at 16 atms. Then a 2.75 x 28 mm ion stent was advanced, but had difficulty crossing the restenosed promus stent. While the physician continued to try to force the stent across the lesion with substantial amount of force, it was noticed the stent got slightly kinked on the distal end with stent struts shifted a little bit. The stent was pulled out. The lesion was dilated again with the apex balloon and a 3.0 x 16 mm ion stent was placed in the ostial portion. Then the physician was able to advance another 2.75 x 28 mm ion stent distally to where he was trying to get to in the first place, although he struggled a little bit in the middle area. Another 2.75 x 16 mm ion was placed in the mid area overlapping the 2.75 x 28 mm stent. The lesion was post-dilated. No patient complications were reported and the patient's condition was "ok".

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed contrast in the inflation lumen. The stent was centered between the marker bands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent on the distal end of the stent. The distal tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported crossing placed stent difficulty and the confirmed stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance is limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was a 85% restenosed promus stent placed in the mildly calcified and mildly tortuous proximal right coronary artery (prox rca) in mar 2011. The lesion was pre-dilated with a 2.5x20mm emerge balloon catheter at 16atms and a 3.0x15mm nc quantum apex balloon catheter at 16atms. Then a 2.75x28mm ion stent was advanced but had difficulty crossing the restenosed promus stent. While the physician continued to try to force the stent across the lesion with substantial amount of force, it was noticed the stent got slightly kinked on the distal end with stent struts shifted a little bit. The stent was pulled out. The lesion was dilated again with the apex balloon and a 3.0x16mm ion stent was placed in the ostial portion. Then the physician was able to advance another 2.75x28mm ion stent distally to where he was trying to get to in the first place, although he struggled a little bit in the middle area. Another 2.75x16mm ion was placed in the mid area overlapping the 2.75x28mm stent. The lesion was post-dilated. No patient complications were reported and the patient's condition was 'ok'.

Manufacturer narrative:
Device is a combination product. (B)(4).